Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic pain') in an adult female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypotension, migraine and uterine bleeding. Concurrent conditions included ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015, nsaids (B)(6) 2015 to (B)(6) 2017, ondansetron (B)(6) 2017 and paracetamol (acetaminophen) (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("mental anguish") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2014. She received treatment for events pain and bleeding. (B)(6) 2020; hysterectomy and bilateral salpingo-oophorectomy. (Discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2017: uterus is unremarkable. There are findings suggestive of polycystic ovarian syndrome. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming-pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received.added event post procedural complication. Outcome of events dysmenorrhea was updated as recovered. Event genital haemorrhage updated as non serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic pain') in an adult female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypotension, migraine and uterine bleeding. Concurrent conditions included ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015, nsaids (B)(6) 2015 to (B)(6) 2017, ondansetron (B)(6) 2017 and paracetamol (acetaminophen) (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("mental anguish") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2014. She received treatment for events pain and bleeding. On (B)(6) 2020; hysterectomy and bilateral salpingo-oophorectomy. (Discrepancy noted). 2 visible coils on left cornua and 2 visible coils on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: uterus is unremarkable. There are findings suggestive of polycystic ovarian syndrome. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming-pelvic pain, dysmenorrhea. Batch no: c40242, production date: 2014-04-02, expiration date: 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypotension, migraine and uterine bleeding. Concurrent conditions included ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2015, nsaids (B)(6) 2015 to (B)(6) 2017, ondansetron (B)(6) 2017 to (B)(6) 2017 and paracetamol (acetaminophen) (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2017: uterus is unremarkable. There are findings suggestive of polycystic ovarian syndrome. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming-pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic pain') in an adult female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypotension, migraine and uterine bleeding. Concurrent conditions included ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2015, nsaids (B)(6) 2015 to (B)(6) 2017, ondansetron (B)(6) 2017 to (B)(6) 2017 and paracetamol (acetaminophen) (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleeding"), abdominal pain ("abdominal pain"), depression ("depression"), anxiety ("mental anguish") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2014. She received treatment for events pain and bleeding. (B)(6) 2020; hysterectomy and bilateral salpingo-oophorectomy. (Discrepancy noted). 2 visible coils on left cornua and 2 visible coils on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2017: uterus is unremarkable. There are findings suggestive of polycystic ovarian syndrome. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming-pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 24-mar-2021: mr received. Reporters information were added. Rcc were added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain/chronic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure (batch no. C40242) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypotension, migraine and uterine bleeding. Concurrent conditions included ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2015, nsaids (B)(6) 2015 to (B)(6) 2017, on dansetron (B)(6) 2017 to (B)(6) 2017 and paracetamol (acetaminophen) (B)(6) 2015 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2017: uterus is unremarkable. There are findings suggestive of polycystic ovarian syndrome. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming-pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and mr received. Reporter information updated. Lot number added. Previously reported event psych injury is replaced with depression and mental anguish. New events: abnormal bleeding (vaginal) was added. Medical history, concomitant drugs and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.